Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non dependent patient presented in clinic for patient notification test when it was noted the vibratory alert could not be felt by the patient. The device remained implanted. Patient monitoring will continue via office visits and merlin.net transmissions.